Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the complaint effects were not able to be duplicated. The occluder head was calibrated multiple times with no failure to calibrate observed. The device was then hot soaked for three hours and bench tested with no errors occurring. This process was repeated for cold soak with no errors occurring. External and internal inspection revealed no observations or anomalies. The device was sent to service. The service repair technician (srt) found that the occlusion force was out of tolerance. Adjusting the occluder head board, the occlusion force was able to be brought into specification. An out of specification occlusion force could cause a calibration issue. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a calibration error with the occluder head. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.